Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr case a 23mm sapien valve was deployed too aortic and subsequently embolized into the aorta. The valve was re-positioned and deployed in the descending aorta. The patient remained stable throughout the procedure. Per report, the patient was prepped and draped to receive a 23mm sapien thv. Arterial access was gained through the rcfa via standard technique. A 22fr retroflex sheath was placed. A bav was performed using an edwards 20x4mm bavc. The first 23mm valve was positioned 50:50 in the annulus. Respirations were held and pacing capture was confirmed, then the delivery balloon was inflated. At the time of inflation, the valve was observed moving back toward the aorta. The valve was initially stable, but very high in the native valve leaflets (at the level of the left main). A large amount of aortic insufficiency was observed on echo and the decision was made to place a second valve in the annulus. A second 23mm valve was prepped on a new delivery system. The 2nd valve was positioned 50:50 in the annulus. The deploying physician made a much slower inflation for the second valve allowing fine adjustment during deployment. As the second valve was being deployed, it forced the native leaflets open and the first valve embolized into the ascending aorta. Wire position was maintained throughout the procedure. The 2nd valve was viewed on echo and mild aortic insufficiency was observed. The patient was stable. The physician attended to the embolized valve by using a bard 26x4.5mm bavc to drag the embolized valve around the aortic arch and successfully deploy it in the descending aorta. The patient remained very stable throughout the procedure. Angiography showed no damage in the area where the valve was dragged/deployed. Per report, the patient¿s small ventricle caused the delivery system to back out once the pacemaker was turned on. During pacing, the small ventricle began to collapse down pushing on the tip of the delivery catheter. This caused the system to back up during deployment. Additional information: the native valve/leaflet and aortic root calcification was described as moderate; the mitral annular calcification was described as severe; there was mild ventricular septal hypertrophy; coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was 55% percent.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and aortic valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac) and loss of pacing capture. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, a combination of patient [i.e. Small ventricle, moderate native valve and aortic root calcification; preserved ejection fraction] and procedural factors appear to have contributed to the aortic malposition of the device and subsequent embolization of the valve into the aorta. There was no indication this event was caused by dysfunction of the sapien valve or the retroflex 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.